Event description:
During a transapical tavr procedure, the patient became hypotensive following deployment of the valve, requiring insertion of an iabp and an impella. Bav was performed without complications and the balloon was removed, at which point the patient's aortic pressure was approximately 60-70mmhg systolic. The pressure was increased by the anesthesiologist to approximately 105-110mmhg systolic. Once the surgical team felt the systolic pressure would remain stable they proceeded to advance the sapien valve across the native aortic valve. The valve was checked for position and successfully implanted. Immediately after the valve implant the patient's aortic pressure began to drop. In spite of the pre valve deployment pressure being ~100mmhg; the post implant pressure steadily dropped to approximately 40-50mmhg systolic. An angiogram of the right coronary artery (rca) was performed and the rca was patent. An angiogram of the left coronary system was also performed which demonstrated the left coronary artery was also patent. An aortogram was performed to check valve function; the valve appeared to functioning normally, there was no sign of pvl, central leak, or aortic root rupture. The surgical team inserted an iabp followed by an impella; however with both pressure assist devices in place the patient remained hypotensive and the patient began to have runs of vt/vfib. The patient was defibrillated several times, but the rhythm did not improve. Additionally, the echocardiographer noted the heart did not appear to be moving but there was still an ECG rhythm (vt/vfib) present. CPR was initiated along with the standard protocol of code blue medication management (vasopressors, epi, bicarb, etc). The team continued to work on the patient, managing the rhythm and pressure until the patient began to stabilize. It was unclear to the physicians why the patient experienced such a sudden drop in pressure and difficulty resolving it. The surgical team discussed the possibility of calcific emboli in the coronary arteries. Another possibility they discussed was myocardial ischemia due to rapid pacing and mild cad of the rca. After the patient was stable, the chest incision was closed and the patient was transported to the ICU. The pressure assist device remained in place and the patient was still intubated. Reportedly the patient passed away the evening of the tavr procedure.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. The cause for the hypotension cannot be confirmed; however it appears that patient and procedural factors likely caused or contributed to the event. According to report, two possible causes were attributed to this event, 1) calcified emboli showered into the coronary arteries, 2) rapid pacing along with a thickened myocardium, and some mild rca cad lead to rv ischemia. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.